Event description:
Customer reported that usb port of pump was damaged, preventing it from being plugged in. There was no reported impact to the customer¿s blood glucose level. Customer was expecting the device return by october 27, 2025, and a replacement pump, with serial number (B)(6), was provided.